Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-02457 for the other associated device information. It was reported to boston scientific corporation that two radial jaw 4 single use biopsy forceps standard capacity were used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, after taking a biopsy sample and withdrawing the device through the scope, the biopsy sample got lost. It was reported that the handle was in the closed position but the jaws were not closed all the way once the device was removed from the scope. A second radial jaw 4 single use biopsy forceps standard capacity device was used and the same thing occured again. The forceps had been inspected/tested prior to use with no abnormalities noted. The procedure was completed with a third radial jaw 4 single use biopsy forceps standard capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found no abnormalities and the device was within specifications. Similarly, the returned unit was functionally tested and it performed according to specifications. The condition of the returned incident device was not consistent with the complaint; won't close. The most probable root cause could not be confirmed as the returned device was within manufacturing specifications. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed and no anomaly was found. (B)(4).

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-02457 for the other associated device information. It was reported to boston scientific corporation that two radial jaw 4 single use biopsy forceps standard capacity were used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, after taking a biopsy sample and withdrawing the device through the scope, the biopsy sample got lost. It was reported that the handle was in the closed position but the jaws were not closed all the way once the device was removed from the scope. A second radial jaw 4 single use biopsy forceps standard capacity device was used and the same thing occured again. The forceps had been inspected/tested prior to use with no abnormalities noted. The procedure was completed with a third radial jaw 4 single use biopsy forceps standard capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)